Event description:
It was reported the pt had been experiencing shocking and dizziness throughout the weekend (approx 4 times). The pt had turned the device off and was no longer feeling the sensation. A shocking sensation was also reported. Add'l info has been requested.

Manufacturer narrative:
(B) (4).